Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had an issue at attachment point which made the endoscope became stiff, found during inspection for use. There were no reports of patient involvement.